Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a burn-like irritation under the lifevest. It was reported that the irritation was purple and peeling, but was not bleeding. The patient's physician gave her a (B)(6) cream, steroids, and cortaid. The physician also recommended that the patient use a different laundry detergent for the garment. Follow-up indicated that the irritation was improving.